Event description:
It was reported that during a procedure using a ligasure, "the device was not activating. They connected the handpiece and received the correct green symbols, but the device would not activate." The device was returned with a derailed blade. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with a derailed blade, and visible biological material on the jaws, handle, and shaft; evidence that it was clinically used. Further inspection revealed handle separation of the left/right handle halves of the device. Thumb button feedback was acceptable as it was able to depress the pressure pad on the membrane switch and exhibited a tactile click; and the pressure pad disengaged when released. The jaws were unable to open or close since the blade was dislocated/not fully retracted. The blade was able to be realigned into the guiding slots; therefore, functional testing could be performed. The functionality was tested and confirmed to be acceptable as it was able to actuate, lock/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be aligned. The blade trigger was tested and verified to maintain proper movement and did not stick or derail when activated. The device was then confirmed to pass cut testing as it was able to successfully make three (3) consecutive cuts without any bunching; fraying; or making incomplete and/or unclean cuts on tyvek material. A continuity test was performed on the device and found to pass as no open or short circuit conditions were identified within the electrical paths. The device was then tested by grasping pork intestine and energizing it for two cycles. The device was recognized by the force triad generator and the default number of power bars were displayed (2). The instrument was energized while grasping the test medium until the force triad generator signaled the device that sealing/coagulation was complete and then automatically shuts off the device. The device was able to complete multiple cycles, and seal/coagulate/cut as intended. At no time did the device ¿not activate¿. The locked jaws and dislocated blade most likely resulted from grasping a greater amount of tissue then the device intended for and then attempting cut. Although not reported, a potential cause for handle separation can be attributed but not limited to being inadvertently dropped/knocked against an unknown surface during handling/use. Sss instructions for use states: ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ ¿grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge.¿ ¿close the white movable handle until it clicks and latches in place.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿before starting the procedure, confirm proper energy platform settings.¿ ¿verify compatibility of all instruments and accessories before the beginning of the procedure.¿ ¿ with the barcode on the ligasmarttm connector facing up, firmly insert it into one of the hand activated sealer divider receptacles under the right ligasure touch screen on the energy platform front panel.¿ the device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck due to a derailed blade even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.